Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable/unwilling to state when the alleged product issue began. The patient manages her diabetes with self-adjusting insulin. The patient was unable/unwilling to state if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating, dizzy, shaky and loss of balance" after the alleged product issue began (date/time not provided). The patient was unable/unwilling to state if she received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, based on information provided, the battery did not need replaced and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "sweaty and shaky" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.